Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 100 mg/dl, 96 mg/dl, and "hi" mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.